Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient wasn't sure it was the fall that affected the system. They were on a boat and it hit a wave, which knocked the patient down. That was the only thing they thought it could have been. Four or five days after, they checked the implant with the programmer and was shocked. At first, the stimulator was off but noted that they never shut it off. To resolve the shocking, they turned the stimulation down and called their healthcare professional (hcp) to see if they could see any changes in the settings, but the hcp didn't have a physician programmer. It was noted that they hadn't felt any stimulation since the shock, noting that the implanted neurostimulator (ins) might be dead. They met with a manufacturer representative (rep) on (B)(6) 2017, who said the ins was getting low and only had a few months left. They were getting their implant replaced the week following the report.

Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a fall that may have affected the system. The patient was on a boat trip a week before the report and they hit rough seas and was thrown against the wall and hurt their knees and elbow, and landed oblivious on their buttocks. When the patient got home they were sore and stiff and their elbow hurt and had a few cuts. Four days after they went to check their stimulator and when they turned on the programmer the stim was off. When they hit the button to turn on their implant it shot up and started in the 6¿s and gave them a jolt. They moved it down into the 4¿s. They had replaced the batteries in the remote prior to checking the device and turning it back on. The patient was told to have the device checked to make sure the leads hadn¿t migrated or fractured. The patient stated the stim appears to be fine since they turned it back on and adjusted the settings. No further complications were reported. [Refer to pe# (B)(4) for details pertaining to the previous lead migration].